Event description:
Circulating rn slipped and fell in the or. Apparently there was nothing on the floor. She hit her head, and briefly lost consciousness. She went to the ER, and a cat scan and head x-rays were done. She had a concussion. She returned to work on (B)(6) 2011.

Manufacturer narrative:
Unfortunately the customer could not provide the lot number, and the sample was discarded in the ER. Without the lot number, we are not able to review the device history record to identify if there was any exception during the manufacture of these shoe covers. Without the sample, we are not able to determine the root cause of the reported failure. Historical trending of this product code was done, and no trend was identified. Production personnel were made aware of this complaint, and we will continue to monitor for trends. The nurse's age was identified as (B)(6).